Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that after an intraocular lens (iol) was implanted, the haptic of the lens was in the anterior chamber. The surgeon removed the lens in a secondary procedure. Additional information has been requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The lens was returned in a specimen cup in an unknown liquid. The lens was removed from the container and cleaned with lphse. One haptic is broken with a portion retained in the haptic insertion area. The optic is cracked in the other haptic insertion area. The lens has been cut in half as reported. The company cartridge was not returned. The customer indicated the use of a non-qualified company iii (d) cartridge with a non-qualified viscoelastic. Company product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The company lens model is only qualified for use with the company (a) or (b) cartridge. A broken haptic was observed. The most likely root cause for the damage is a failure to follow the dfu. The customer used a non-qualified company/lens combination. A company iii (d) cartridge was indicated. The company lens model is only qualified for use in the company (a) or (b) cartridge. The use of non-qualified combinations may result in delivery issues and/or damage. It was reported that the lens was placed in the sulcus. Per the dfu, the company posterior chamber intraocular lenses are intended to be positioned in the posterior chamber of the eye, replacing the natural crystalline lens. These lenses are intended for placement in the capsular bag. The manufacturer internal reference number is: (B)(4).